Event description:
Caller reported he had a transvaginal mesh implanted in his right ankle to treat an infection from a prior surgery. On (B)(6) 2012, caller was prescribed antibiotics and had an l&d procedure performed to treat right foot abscess in big toe. On (B)(6) 2014 caller had an x-ray performed to visualize swelling in right ankle; a foreign object was identified. On (B)(6) 2015 caller went to a wound care specialist where he was diagnosed with osteomyelitis and was later treated with IV antibiotics. Caller found a foreign object in his toe and pulled out 2 pieces. He believed it was the mesh which migrated from his ankle, although the doctor denied implanting the device. Caller stated the (B)(6) hospital also denied having any record of the device having been implanted. They insisted it was a suture not a mesh. Caller believed they have erased medical information and is upset that he is not being heard. He believes this mesh should not be allowed on the market.

Event description:
Additional information received on 10/11/2016 from reporter for report #mw5064878: reporter called to update address information only.